Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the left ventricular lead exhibited high pacing impedance. Programming changes were made to resolve the issue and the patient was in stable condition.